Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer's a1c test was elevated. The customer reverted to insulin pens.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.